Event description:
It was reported that there was dislodgement of the right atrial (ra) lead. It was also reported that the right ventricular (rv) lead had high pacing threshold. Both leads were explanted and replaced. No patient complications have been reported as a result of this event. (B)(6) 2015, 12:47:36, mohama12: the lead was returned to the manufacturer after being explanted with no reason for replacement. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. The inner insulation of the lead was observed to have blood ingression, the outer insulation of the lead was observed to have blood ingression. Concomitant medical products: product ID 4092-58 lead, implanted:unknown , product ID redr01 ipg, implanted:unknown. (B)(4).